Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the system operating as intended and the reported pump stop could not be confirmed through this evaluation. A direct correlation between the reported pump stop and heartmate ii lvas could not be conclusively established through this evaluation. The submitted log file contains data from 18jul2019 through 17aug2019. The pump speed remained above the low speed limit for the duration of the file. No abnormal trends in pump parameters were observed. No atypical alarms were captured and the pump appeared to be operating as intended. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii patient handbook outlines all pump parameters and contains a section on all system controller alarms as well as how to respond. The patient handbook also contains a section on handling emergencies, which includes pump stops. The heartmate ii IFU states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019, the patient's pump stopped at 7:15 am. Log file submitted for review did not capture any pump stops and the equipment was noted to be operating as intended. Additional information was requested but not provided.